Event description:
Customer reported while moving the injector head away from the pt, the injector head pivot knuckle broke. The injector head pivot knuckle broke causing the injector head to become detached from the mount. The injector head did not fall as the tech was holding the head with both hands. No injury occurred.